Event description:
It was reported that the wheel lock on the manual wheelchair is broken. Allegedly, as the end user was attempting to transfer from the chair and the chair moved resulting in the end use falling. End user reportedly sustained scrapes and bruising from the fall. Medical intervention was allegedly provided.

Manufacturer narrative:
.